Event description:
It was reported to covidien that the unit has missing segments on the display. There was no patient involvement noted.

Manufacturer narrative:
Covidien verified the report of missing segments and isolated to the ui board.